Manufacturer narrative:
The solitaire x revascularization device was returned for analysis. In addition, x-ray images taken during the event were also provided. Based on the image review, it appears the marker coil was not visible up to the proximal marker. The solitaire x revascularization device was decontaminated. The solitaire x revascularization device was returned within its introducer sheath. No bends or kinks were found with the solitaire x pushwire. There does not appear to be any damages or irregularities with the solitaire x marker coil or attachment zone within the introducer sheath. The solitaire x finger markers were aligned properly within the introducer sheath. The distal tip of the introducer sheath was found crushed. The solitaire x revascularization device was pushed out from within the introducer sheath without issue. No damages or irregularities were found with the solitaire x marker coil or attachment zone. The marker coil was found up to the proximal marker. The solitaire x stent non-working (tear drop) and working length struts were in good condition. No damages or irregularities were found with the solitaire x stent proximal marker, body markers, or finger markers. The solitaire x revascularization device was pulled into the introducer sheath without issue. No other anomalies were observed. Based on the reported information, device analysis, and customer images the report of ¿poor stent visualization¿ was confirmed. As in the images provided the marker coil was not visible up to the proximal marker. Upon return of the device, the marker coil was found up to the proximal marker. It is possible the device was under stress during delivery causing the marker coil to pull back subsequently relaxing upon removal and return of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was no radiopacity on the push wire after the proximal marker at the end of the tapered segment of the stent. As a result the device was replaced which showed as expected, the radiopacity going all the way to the proximal marker junction. The patient was undergoing surgery for treatment of a stroke located in left distal m1, occlusion thrombus, fibrous thrombus,small. There were no related patient symptoms. The device was prepared per the instructions for use (IFU). The vessel was normal tortuous.